Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD, (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient sustained an injury while at the gym and bruising developed at the implantable cardioverter defibrillator (ICD) site. During a revision to place the device sub-pectoral it was noted that the right ventricular (rv) lead exhibited low impedance and a suture was found embedded in the lead. The suture was cut and the lead was repaired however the impedance values did not stabilize. It was further reported that the right atrial (ra) lead exhibited low impedance, and lead failure due to sharp tortuosity was suspected. The low ra and rv lead impedances continued after being reconnected to the revised ICD. The physician did not object to the lower values, so the leads remain in use. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. No anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.